Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer disconnected and reconnected the cartridge from the pump to address the issue. Customer's blood glucose ranged from 198-267 mg/dl.